Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a two hour long ventricular tachycardia (vt) episode and the health care professional (hcp) requested a review. Technical services (ts) provided a review and noted that the heart rate was in a no therapy zone and stayed there for two hours until the rate increased, the patient received anti-tachycardia pacing (atp) that was unsuccessful, however subsequent atp successfully converted the rhythm. Ts was consulted and recommended adding therapy to the lower zone. Ts also noted that the shocking impedance was high out of range measuring greater than 130 ohms. Additionally, earlier the same day there is a stored episode with atp and shock that successfully converted with a shocking impedance within normal limits. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a two hour long ventricular tachycardia (vt) episode and the health care professional (hcp) requested a review. Technical services (ts) provided a review and noted that the heart rate was in a no therapy zone and stayed there for two hours until the rate increased, the patient received anti-tachycardia pacing (atp) that was unsuccessful, however subsequent atp successfully converted the rhythm. Ts was consulted and recommended adding therapy to the lower zone. Ts also noted that the shocking impedance was high out of range measuring greater than 130 ohms. Additionally, earlier the same day there is a stored episode with atp and shock that successfully converted with a shocking impedance within normal limits. This ICD remains in service. No adverse patient effects were reported.